Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl. The customer cleared the alarm and resumed insulin delivery. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.